Manufacturer narrative:
This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy, one eye went out in the surgeon side cart (ssc). The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to power cycle the system and use the emergency power off (epo) on the console but the issue persisted. The system powered up but the ssc would not start. The surgeon was able to use the system after connecting the blue cable; however, the right eye was still out. The surgeon completed the procedure without patient harm, adverse outcome or injury. Isi followed up with the robotics coordinator and confirmed that the surgeon noticed the right eye was black in the ssc during procedure. The site attempted to power cycle the console and the system but could not resolve the issue. The surgeon planned to perform laparoscopic surgery but found that the console powered up after connecting the blue cable. The right eye was still out but the surgeon still wanted to continue with the procedure robotically despite the issue. An isi field service engineer (fse) was dispatched to the facility and replaced the ssc power supply and the high resolution stereo viewer (hrsv) to resolve the issue. The hrsv is located on the surgeon side console and provides the 3d image captured from the endoscope inserted in the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed the device evaluation for the hrsv. The hrsv failed to display an image due to a defect on the main board. The main board will be replaced as a fix.